Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the issue occurred gradually and that the display has been dimming for several months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during evaluation, the pump was unable to be powered on. There was moisture and corrosion observed in the battery compartment. A leak test was performed and a battery compartment leak was found during testing. The pump cover was removed and there was moisture corrosion visible in the pump compartment. Testing for the complaint of a dim display could not be performed due to moisture and the inability to power the pump on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.